Manufacturer narrative:
The device was returned for analysis. The entrapment of device cannot be replicated in a lab environment, however, the difficulty difficulty to remove the suture from the device could be related to the entrapment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, investigation of the unit was inconclusive as any evidence for manufacturing related factors were not found. Additionally, although the indication from the unit confirmed the suture was not releasing, which aligns with the reported difficulty, there was dried blood in the device that would contribute to the issue. Factors for the suture not releasing would include manufacturing, the suture caught in the foot, or a suture snag. However, these cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an interventional thrombectomy procedure with an 8f sheath. Reportedly, all deployment steps were performed successfully. However, upon device removal, resistance was felt, and the device could not be removed. The device was lifted, and the suture was located and cut. It was noted the suture was "tight" [stuck within the device]. Once the suture was cut, the device was successfully removed. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.